Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tibial preparation upon attempt to remove the sigma hp fbt cement keel instrument the sigma hp fbt keel punch impactor would not connect/engage to the keel punch for extraction. The surgeon used an osteotome to lift the tibial base plate in order to remove the keel via another method. There was no adverse outcome and no delay in surgery.

Manufacturer narrative:
The investigation could not draw any conclusions about the root cause of the complainant's assembly problems; however, the instrument exhibits evidence of normal use and serving which could be a contributing factor. No evidence was found indicating product error was a contributing factor and no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A search of the complaint database against product code 950502055 found previous reports of punch handle/punch assembly concerns. As part of a previous investigation a saw bone evaluation was conducted and replicated the reported concern. The saw bone evaluation determined debris entrapped in the keel punch slot can contribute to the punch impactor failing to engage with the keel punch. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to confirm the current reported event or determine a root cause, the need for corrective action was not indicated. Monitor through post-market surveillance sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.